Event description:
This ra lead was implanted on (B)(6) 2002 and remains implanted at the time. A call was placed to technical services on 5/12/2017 stating that upon interrogation noise was seen on right atrial channel and appeared to be due to telemetry electromagnetic interference related. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).